Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and high within range pacing impedance measurements. This has been a gradual rise. Scar or calcification around the lead is being suspected. This lead was explanted and replaced. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).